Event description:
During the cardiac cath procedure, an injection of 7cc were administered into the right coronary artery (rca). Several small bubbles and then 1 large bubble were injected into the rca and then dissipated distally.